Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the patient¿s heartmate ii left ventricular assist device, serial number (B)(6), did not reveal any device-related issues. The patient underwent a heart transplant on (B)(6) 2021. The pump was returned assembled with the driveline cut approximately 2¿ from the pump housing, and the distal portion of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and the inlet elbow) was returned attached to the pump¿s inlet port. The apical sewing ring was returned attached with zip ties to the inlet tube. The sealed outflow conduit (graft and outlet elbow) was returned attached to the pump's outlet port with the sealed outflow graft tied at the distal end. Additionally, the sealed outflow graft bend relief was returned over the graft, but detached from the graft hardware. It should be noted that the device appeared to have been exposed to a fixative prior to being returned to abbott for evaluation. Visual examination of the device¿s blood-contacting surfaces upon disassembly of (B)(6) revealed no evidence of developed depositions or developed thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history record for the driveline was also reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use (IFU) is currently available and contains information regarding the heartmate ii left ventricular assist system and lists adverse events that may be associated with the use of the device. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the patient received a heart transplant. The explanted heartmate device was returned for investigation.